Event description:
At the end of a routine hemodialysis treatment the operator observed blood in the toilet. Operator reports the cycler did not alarm for blood. No medical intervention or serious injury reported.

Manufacturer narrative:
Testing performed on the returned cartridge determined that there was likely a small fiber leak in the dialyzer membrane. The exact cause of the leak could not be determined because additional testing could not confirm the leak or identify the location of the leak. Cycler log file analysis from the treatment indicates the blood leak detector was working properly and the cycler performed as intended. Any leak that may have occurred was small and likely below the detection limit specification of the blood leak detector. All dialyzers are 100% leak tested as part of quality control testing. Device history record review of the dialyzer lot indicated al quality control acceptance criteria were met with no deviations. Review of complaint records indicate that this is a random event and not a systemic issue. Nxstage medical considers this report closed.